Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2008. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent mesh revision in (B)(6) 2008 due to ¿mesh was cutting husband during intercourse¿. (B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-04013 and 2210968-2013-33619. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-04013. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that patient concurrently underwent total vaginal hysterectomy, extensive morcellation of the uterus, anterior and posterior colporrhaphy and modified mccall¿s culdoplasty.

Event description:
It was reported that patient concurrently underwent total vaginal hysterectomy, extensive morcellation of the uterus, anterior and posterior colporrhaphy and modified mccall's culdoplasty.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, hematuria, urgency, and frequency. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pyuria, hesitancy and incomplete bladder emptying.